Event description:
.

Manufacturer narrative:
Subject device is an instrument and is not implanted. Visual inspection found the drill bit met all visual criteria. A dimensional inspection noted approximately 31.5 mm of the fluted portion of the drill was broken off and not returned. All other dimensions conform to applicable requirements. All features that could be evaluated were found to conform to specification. Material was confirmed to be 440a stainless steel using a niton xlt 800 series alloy analyzer. A rockwell hardness check measured hrc 53.3, which conforms with synthes specification. This lot was found to meet all dimensional and visual criteria at time of manufacture and release. A review of the product drawings found the drill bit was designed to be made at an accepted material for surgical instruments. The design was reviewed and determined to be acceptable. For optimal performance, synthes recommends that drill bits be replaced after each use. The condition and use of the product prior to breakage cannot be determined. Note: medwatch report was received (B)(4) 2008 and an MDR decision was made on (B)(4) 2008. This event was investigated but inadvertently not submitted at that time. This was noted during a review of the file.